Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the patient was under general anesthesia with no apneic episodes or conditions that could have led to negative intrathoracic pressure reported. The physician attempted a fluoroless workflow and performed transseptal puncture using a boston scientific versacross connect transseptal device. Resistance was noted when advancing the boston scientific starter guidewire into the left superior pulmonary vein (lspv), although no resistance was felt while maneuvering the catheter. Initial wiring of the lspv with a boston scientific starter wire perforated the left atrial appendage, causing pericardial effusion immediately after wiring and delivering two pulsed field ablation (pfa) lesions; perforation was confirmed in the left atrial appendage. Fluid was drained via chest tap, and heparin was slowly introduced before continuing. The guidewire was tracked via a mapping system. The procedure resumed, and while working in the right inferior pulmonary vein (ripv), the farawave catheter was positioned deep in the vein and became cobra-shaped, making manipulation difficult despite multiple techniques to troubleshoot. The catheter was removed for manual adjustment, but no correction was needed, indicating vein collapse caused basket distortion. The farawave catheter was inserted three times during the procedure, with irrigation via pressure bag at medium flow. After sheath exchange and reinsertion of the farawave catheter, two energy applications were delivered, and significant st elevation occurred. Fluoroscopy revealed air embolism in the aorta, and one of the nurses noticed that the irrigation bag connected to the farawave catheter was dry. At the time of embolism, the versacross connect sheath was inside the body. Interventional cardiology performed coronary angiograms and air aspiration and embolectomy. The patient received 100 percent oxygen therapy. Computed tomography (CT) imaging confirmed no stroke. The patient was admitted to critical care beyond standard hospitalization and later discharged without neurological deficits. The procedure was incomplete due to the event.

Manufacturer narrative:
B5: describe event or problem - updated. D1: brand name- updated. D2a: common device name- updated. D2b: pro code (product code)- updated d3: manufacturer name, manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code, MFR country- updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the patient was under general anesthesia with no apneic episodes or conditions that could have led to negative intrathoracic pressure reported. The physician attempted a fluoroless workflow and performed transseptal puncture using a boston scientific versacross connect transseptal device. Resistance was noted when advancing the boston scientific starter guidewire into the left superior pulmonary vein (lspv), although no resistance was felt while maneuvering the catheter. Initial wiring of the lspv with a boston scientific starter wire perforated the left atrial appendage, causing pericardial effusion immediately after wiring and delivering two pulsed field ablation (pfa) lesions; perforation was confirmed in the left atrial appendage. Fluid was drained via chest tap, and heparin was slowly introduced before continuing. The guidewire was tracked via a mapping system. The procedure resumed, and while working in the right inferior pulmonary vein (ripv), the farawave catheter was positioned deep in the vein and became cobra-shaped, making manipulation difficult despite multiple techniques to troubleshoot. The catheter was removed for manual adjustment, but no correction was needed, indicating vein collapse caused basket distortion. The farawave catheter was inserted three times during the procedure, with irrigation via pressure bag at medium flow. After sheath exchange and reinsertion of the farawave catheter, two energy applications were delivered, and significant st elevation occurred. Fluoroscopy revealed air embolism in the aorta, and one of the nurses noticed that the irrigation bag connected to the farawave catheter was dry. At the time of embolism, the versacross connect sheath was inside the body. Interventional cardiology performed coronary angiograms and air aspiration and embolectomy. The patient received 100 percent oxygen therapy. Computed tomography (CT) imaging confirmed no stroke. The patient was admitted to critical care beyond standard hospitalization and later discharged without neurological deficits. The procedure was incomplete due to the event. It was further reported that the versacross device was shipped together with the farawave catheter for the same procedure. Later, further information clarified that the item involved was the faradrive sheath as opposed to the previously reported versacross sheath.